Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) experienced device misfiring and felt electric shocks described as "zaps." The patient did not have their programmer to control the device and required back surgery, which could not proceed without the ability to turn off the implantable neurostimulator. The patient stated that the device was still functioning because they continued to feel electric shocks intermittently over the past month. The possibility of the device being at end of service was reviewed, but the patient confirmed ongoing device activity. The agent reviewed the healthcare provider's ability to assist in turning off the device and discussed the replacement process for the programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.